Event description:
Info was received that reported a pt was hospitalized in 2007 due to hypoglycemia. The reporter states that she experienced low blood glucose reportedly between 30-40 mg/dl. She was hospitalized and treated with IV dextrose. The device should be returned for evaluation; to ensure that it is functioning correctly.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.